Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was blank, the device was returned to a third party service center for evaluation. During the evaluation of the device at the third party service center, the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device was returned to a third party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.